Manufacturer narrative:
Technician told the account that the brake casters are worn and need replaced. No further info is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brake casters will lock but they still rotate. No pt impact.